Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For one event, a field representative went onsite to evaluate the device and found a clot in the ise module and removed it. For the other event, the event occurred outside of the united states and information concerning a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for either event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the cobas 8000 ise. The first event involved an erroneous result for ion selective electrode (ise) sodium and an erroneous result for ion selective electrode (ise) chloride for one patient. The patient was a (B)(6) male. The patient's weight was requested, but was not provided. The second event involved erroneous results for ion selective electrode (ise) sodium for two patients. The patients' age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.